Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used for uterine closure with interrupted suture. The needle was easily detached from the suture. It was a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample revealed that one empty opened foil and one winding former with eight detached needles, and one partially dispensed suture that pertained to product code vcpb725d were returned for analysis. The product code is multistrand and each packet contains eight strands single armed. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected. Body fluids and marks on the needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, and correct insertion marks were observed; however, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample revealed that one empty opened foil and one winding former with five detached needles, and three needle-suture pieces that pertained to product code vcpb725d were returned for analysis. The product code is multistrand and each packet contains eight strands single armed. In order to evaluate the conditions of the returned sample. The swage and attachment area were noted to be as expected. Body fluids and marks on the needle that appears to be using a surgical instrument could be observed. The sutures were examined, and body fluids and the suture extremes were noted to be cut that could be caused by a surgical instrument. The product code vcpb725d contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.